Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with an 8f sheath after a carotid stenting procedure. Reportedly, a link break was noticed. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported suture/link detachment was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulties appear to be related to an interaction of the device with patient anatomy, caused the multiple suture damage near the swage end of the posterior cuff, and, subsequently, the cuff separated with the suture during plunger removal. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.e1: first and last name.